Event description:
This pt was having an x-ray procedure. The fluoro system went down when the x-ray tech stepped on the fluoro pedal. The fluoro system would not reboot. Then the c-arm was requested as a backup, since the pt could not be moved due to her critical condition. However, the pt rapidly decompensated and died.